Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. The rep reported that they were doing anew implant and out of box, the most distal portion of the lead appeared not to be perfectly round and there was a visual defect. The rep stated they used two leads from the same lot number and at the end of the implant when testing impedances, the distal most contact (0 on the left side, 8 on right side) were showing high impedances around the high 20,000 ohms. The rep stated that they spent 15 minutes troubleshooting-taking leads in and out, suctioning and cleaning leads off and impedances did decreased to around 20,000 ohms. The physician decided they were going to leave as is and closed the patient with these leads implanted. No medical patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Analysis of the lead lot # va1mncu found the lead distal end was stretched due to procedural-non conformance). If information is provided in the future, a supplemental report will be issued.